Event description:
It was reported the asymptomatic patient presented for initial implant of a right ventricular lead. The lead was successfully implanted in the right ventricle and the pocket was closed. The capture threshold and pacing impedance continued to rise steadily until the pocket was reopened and the lead was explanted. A new lead was placed in a different area of the right ventricle and the procedure was completed successfully. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.